Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Subsequent to the initial medwatch, additional information received indicates the shaft did not separate; rather, the distal shaft kinked. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the right coronary artery. The 2.5x28 mm xience prime stent delivery system (sds) failed to cross the lesion due to the anatomy. During attempts to reach the lesion, the proximal shaft separated. The separation occurred outside of the patient anatomy so the device was easily withdrawn from the patient anatomy. The procedure was completed with balloon angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.